Manufacturer narrative:
(B)(4).

Event description:
A resolute integrity drug-eluting stent was being used to treat a moderately calcified lesion the device was removed from packaging per IFU and inspected prior to use with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. It is reported that resistance was noted when advancing the device but excessive force was not used. The device failed to cross the lesion and the stent became deformed. The lesion was treated with ballooning. There was no patient injury reported.